Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related tot he controls made on the device code 50009 lot e68 before the market release. No anomalies have been found. The original log, manufactured in 2013, was compromised of 101 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical eval: the returned device, received on january 16, 2015 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check evidenced that the c/d unit pin is clearly bent and that the clicker is damaged. The dimensional check, performed where possible, did not evidence any anomalies. A functional check was not possible as the device is jammed and therefore not functioning. The results of the technical eval evidenced that the device was originally conforming to orthofix sr1 design specifications. The bending of the pin suggests that the cd unit was used without unlocking the elastic locking pin, leading to deformation and consequent loss of functionality of the device. The problem notified could be mainly attributable to incorrect use (excessive force applied on the device to debris particles in the threaded parts of the device,or to incorrect lubrication of the device. Medical evaluation the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation:"the complaint here is that a long cd clicker unit, 50009, could not be operated to continue lengthening. This was noticed on the 3rd treatment day; I assume that this was after the normal waiting period (probably 7 days at this age) so it would have been maybe around day 10 after surgery. The report suggests that this was the third day of treatment so we must assume that the first 2 days went ok. I do not understand why the surgeon did not lock the fixator clamps, exchange the clicker unit, unlock the clamps and continue lengthening. I do not see the need for a trip to the operating room. I also do not understand why there was loss of lengthening: the clicker unit did not collapse, it just wouldn't lengthen, and was exchanged immediately. Looking at the photos, it seems that the locking pin of the clicker unit is bent. I think that this can only happen if an attempt is made to lengthen when the unit is locked, using the long arm of a 6 mm allen key for leverage. The result of the technical evaluation is very clear. Somehow the locking pin became bent and jammed the device. This was during use and after it had been supplied. I reiterate my comments about the lack of need for a second anaesthetic, however light." Manufacturer comments: the results of the technical evaluation evidenced that the device was originally conforming to orthofix srl design specifications. The bending of the pin suggests that the cd unit was used without unlocking the elastic locking pin, leading to deformation and consequent loss of functionality of the device. The medical evaluation evidenced as follow:"looking at the photos, it seems that the locking pin of the clicker unit is bent. I think that this can only happen if an attempt is made to lengthen when the unit is locked, using the long arm of a 6 mm allen key for leverage. The result of the technical evaluation is very clear. Somehow the locking pin became bent and jammed the device. This was during use and after it had been supplied." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is not device related. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: prof dr. (B)(6); date of initial surgery: (B)(6) 2014; body part to which device was applied: left tibia; surgery description: lengthening; pt info: (B)(6), male, weight (B)(6). Previous health conditions: good; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: after lengthening at the 3rd treatment day, the distractor (50009) was not anymore able to move forward or backwards. It jammed, and brought to the operating room, and the jammed device was changed under a low anesthesia. This intervention was completed in approx 10 minutes with no negative effect on the pt. After this intervention there were no more problems. The complaint report form indicates: the device failure caused adverse effects to patient - loss of distraction/correction achieved; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure o an additional surgery was required -date of the revision surgery: (B)(6) 2015; copies of the operative reports are not available; copies of the x-rays images are not available; information on patient current health condition: good. Limb lengthening is ongoing and seems to be successful. On (B)(6) 2015, orthofix srl received the following further information from the distributor: "the treating surgeon decided to go to the operating room, because the patient was very afraid, and had pain. At the day of the treatment the patient was (B)(6). A lengthening of the femur was already achieved (approx. 5mm), when the distractor collapsed. This lengthening was lost after removing the distractor. For cleaning purposes the surgeon decided to disassemble all clamps and reassemble them after cleaning. The treatment was successful." On (B)(6) 2015, orthofix srl received the following further information from the distributor: copy of pre-operative x-ray images; the limb treated was the left femur. (B)(4).